Manufacturer narrative:
The device was returned to the manufacturer for investigation. A functional, calibration/verification test was performed and it was confirmed that the device met the manufacturer's specifications. An electrical safety test was also performed according manufacturer specified electrical safety standards and the device was within those electrical safety standards. It was determined that the pcba power board was dead due to a defective power supply. Reports of thermal/electrical damage to an internal component do not represent a hazardous situation to the end user as the device is not intended to be held by the end user and therefore decreases the likelihood of severe injury or death to negligible. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
The customer reported that there were sparks observed coming from the fan. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Event description:
The customer reported that there were sparks observed coming from the fan. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for ¿ noninvasive blood pressure (nibp). ¿ pulse rate (pr) nr. ¿ noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). ¿ body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The device was received by baxter. Upon inspection, it was determined that the power supply was defective. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of visible sparks were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.